Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Guidezilla guide catheter was received in two pieces. There was blood inside the shaft of the device. Microscopic examination and tactile inspection of the hypotube or shaft found no irregularities or defects. Microscopic inspection of the shaft collar area revealed a complete separation at the collar. Microscopic inspection of the polytetrafluoroethylene (ptfe) revealed the ptfe was fully removed from the collar. Microscopic investigation of the tip found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 16jun2016. It was reported that crossing difficulties and shaft kink occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 145 guidezilla¿ was selected for use in a percutaneous coronary intervention (pci). During the procedure, the catheter could not cross the lesion and the connection of the proximal hypotube shaft and distal guide segment was kinked after removing the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a complete separation in the shaft/collar area.